Event description:
During a coil embolization procedure of the left subclavian artery after taa stent grafting, after two orbit coils 12x30 (cat # unknown) were placed in the target an successfully, the coil 638cs1030 (complaint product) was used for the procedure. When the coil was delivered in the microcatheter, it was stuck in approximately 20cm from proximal end of the microcatheter and stopped advancing. The coil was removed from the patient's body and changed to other coils. Six trufill coils were placed in the target lesion and the procedure was completed. Transit 601-251x was used throughout the procedure. There were no adverse consequences to the patient. Addendum: inspection of the returned product/coil noted it to be unraveled/stretched on the proximal side.

Manufacturer narrative:
No damages were noticed on the microcatheter that may have contributed to the event, and a constant and dedicated saline source was utilized at all times. The distal tip was not re-shaped. After removal from the patient, no other damages were noticed on any of the devices (coil delivery systems- fractures, separated, kinks, bends, etc, distal tips -unraveled, stretched, kinks, bends, fractures, etc, coils-fracture, separated, stretched, unraveled, kink, bend, etc, or microcatheter, and the coil remained attached to the delivery system. No further information was available. The vessel was not calcified and not tortuous. The complaint received states that during an aneurysm coil embolization procedure the orbit rdfl complex standard was impeded in the micro catheter and on inspection it was noted that the coil was unraveled/stretched. This is a male patient of unknown age and medical history. During a coil embolization procedure of the left subclavian artery after taa stent grafting, after two orbit coils 12x30 (cat # unknown) were placed in the target aneurysm successfully, the complaint coil was delivered in the microcatheter, and approximately 20cm from proximal end of the microcatheter it stopped advancing. The coil was removed from the patient's body and changed to other coils. Six trufill coils were placed in the target lesion and the procedure was completed. Transit 601-251x was used throughout the procedure. There were no adverse consequences to the patient. No damages were noticed on the microcatheter that may have contributed to the event, and a constant and dedicated saline source was utilized at all times. The distal tip was not re-shaped. After removal from the patient, no other damages were noticed on any of the devices (coil delivery systems- fractures, separated, kinks, bends, etc, distal tips -unraveled, stretched, kinks, bends, fractures, etc, coils-fracture, separated, stretched, unraveled, kink, bend, etc, or microcatheter, and the coil remained attached to the delivery system. The vessel was not calcified and not tortuous. Inspection of the returned product/coil noted it to be unraveled/stretched on the proximal side. There was no report of injury for the patient. The product was returned for inspection. One non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Hypotube presents some waves; however these appear to have occurred during the handling of the unit when it was returned for evaluation. Introducer was received zipped and inside of it were the support coil and embolic coil which was still attached to the gripper. Embolic coil was stretched at proximal side. Blood was noted inside of the introducer were the embolic coil was located. No other damages were noted during the visual inspection. The od from the delivery tube was measured and was found within specification according to document (B)(4). Gripper was inspected under microscope and wavy condition was noted. Due to the stretched condition of the embolic coil the functional test could not be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15033803 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Failure reported by the customer as "coil impeded in microcatheter" could not be evaluated due to the conditions of the received product. The damages noted in the device and the stretched condition in the embolic coil could be impacted in the failure reported. The cause of the damages and the stretched condition noted in the device could not be conclusively determined however neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process in addition that the device meet with the od specification according the manufacturing procedures. Inspections are in place (B)(4) that prevent these kinds of damages leaving from the facility. Since the failure reported could not be evaluated and there are no indication that the failure experienced could be related to the manufacturing process; the failure reported remains inconclusively and undetermined therefore no corrective actions will be taken at this time. Failure reported by the customer as "coil impeded in microcatheter" could not be evaluated due to the conditions of the received product. The damages noted in the device and the stretched condition in the embolic coil could be impacted in the failure reported. The cause of the damages and the stretched condition noted in the device could not be conclusively determined however neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural and handling issues may have contributed to the reported event and revealed damages. Please note that this is the initial/final report for this product.